Event description:
Boston scientific received information that this patient had not had a follow up visit since implant of this system. The patient's family reported that a door hit the patient in the chest. A small pocket erosion was noted and a revision procedure was performed. The device was positioned deeper in the pocket, irrigation was performed and antibiotics were delivered.

Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.